Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter email address: (B)(6). Initial reporter phone number:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a luer cap had foreign matter before use. The following was reported by the initial reporter: "material (luer cap) dirty."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that a luer cap had foreign matter before use. The following was reported by the initial reporter: "material (luer cap) dirty."